Manufacturer narrative:
To date the device has not been received for evaluation. Additional information was requested from the distributor. An investigation has been initiated based on the reported information.

Event description:
The distributor reported on behalf of the user facility that the following information: the physician implanted the ventricular catheter and peritoneum catheter and waited 15 minutes after the device was implanted. The cranial spinal fluid [cfs] drained from ventricle to peritoneum; however, the cfs could not drain. The physician did not find any cfs liquid coming from the peritoneum catheter side. The thought the problem was due to the device. The physician used a second device of the same kind. The result was good. The physician returned the device in question. The device is available for return.